Event description:
It was reported that when using the pyxis medstation es system, it experienced drawer failure. A customer indicated that the user had experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had ceased operation each time a customer accessed the full height drawer 2 main. A field service engineer successfully replaced both the drawer and the power supply to resolve the issue. The system had functioned as intended after the field service engineer had troubleshooted the device. A technical device specialist confirmed that there was a delay in dispensing medication to the patients.